Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to confirm failed batt test alarm due to blank display. Corroded electronic assembly and corroded power board noted during visual inspection. Unit also received with cracked keypad at select button and keypad overlay texture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.